Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. After cardioquip received the device, an hpc test was performed, and the results came back outside of the acceptable limits set by cardioquip. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Due to suspected bacterial contamination in the internal tubing of the device, cardioquip recommends an internal water pathway replacement.